Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery was replaced on (B)(6) 2022, and that there was some sort of substance on the lead, and possibly in the header block. This was discovered when replacing the battery in surgery. There were no known contributing factors to this issue. The lead did not slip out of the battery very easily, and it was noticed that there was ¿something¿ on the 0-7 tail that was removed from the header. The lead was wiped off, but then did not slide into the new header easily. After several attempts, it was placed, but the #3 and 4 electrode impedances showed >10,000 ohms. All other electrodes appeared to be within normal limits. #3 and 4 were not used in any of her previous programming so the physician elected to proceed with that. Pre-implant programming was used post-operatively and the patient did well. Stimulation was satisfactory and just as she remembered it before replacement. The lead remains implanted and in use. Post-op programming was satisfactory and just as the patient remembered before replacement. She seems to be doing well and was happy with her programming. Two electrodes remain unusable, but they weren¿t being used with her previous program either. There was no surgical intervention planned or performed to resolve the high impedances.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 37714 serial # (B)(6) was returned for analysis. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.